Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had black spots on the screen and also said she is getting a lot of lost sensor readings. The customer states their blood glucose levels had been fluctuating. The customer states they did not have time to troubleshoot at the time. The customer would call back at a later time.